Event description:
It was reported that while priming, one unit of prismaflex st100 set had an external leakage from the bifurcation of the purple replacement line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Pressure and leak testing were performed, and a leak was observed from at the y connector replacement. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.